Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he had high myopia -7.5d power glasses in both eyes, spontaneously reattached detached retina in left eye, cataract in both eyes, did retinal laser barrage in both eyes 5 weeks after which got operated for cataract using monofocal lens in left eye within 3 days post surgery symptom of floater and posterior vitreous detachment experienced, still facing this symptom. Additional information has been requested. There are two medical reports associated with this patient. The file belongs to left eye.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).